Event description:
It was reported that the patient lost stimulation about three weeks ago and that there was impedance >4000 ohms on some of the bipolar pairs. Electrode impedance testing was done and all contact pairs showed ????? Except 4/7, 5/6, 6/7 showed >4000 ohms. It was noted that the patient's device was going to be replaced. Subsequent information received reported that after replacement of the device seven of the electrodes were in working order. It was suggested that the battery was simply depleted. The patient was receiving good therapy. If additional information is received, a supplemental report will be submitted. Please refer to manufacturer report #6000032-2012-00137.

Manufacturer narrative:
Product ID 7495lz66, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product type extension. Product ID 7495lz66, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product type extension, product ID 7495lz51, lot# serial# (B)(4), implanted: (B)(6) 2002, explanted: product type extension, product ID 7495lz51, lot# serial# (B)(4), implanted: (B)(6) 2002, explanted: product type extension, product ID 7435, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product type programmer, patient product ID 7435, lot# serial# (B)(4), implanted: (B)(6) 2002, explanted: product type programmer, patient product ID 3998, lot# la7251, serial# implanted: (B)(6) 2002, explanted: product type lead. (B)(4).